Event description:
It was reported by a customer that on (B)(6) 2011 the fiber forward fired and the fiber tip burned at 168,018 joules. Additional information reported by the customer was during set-up the aim test was performed and the aiming beam was in good condition. It was observed that the aim beam forward fired. No error codes were displayed on the console when this event occurred. The user did not experience any injury from the use of the system and there was no injury to the patient.

Manufacturer narrative:
(B)(4) fiber and (B)(4) tip go with the (B)(4) burn of device of device component.